Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called at 01:36 on (B)(6) 2025 to state that their system controller alarmed with a red heart and yellow wrench after there had been power interruptions in their home that were on and off for a couple of hours. The patient changed their system controller after attempting to reach the team. The concern for this call was how to silence the system controller they had removed and to obtain a new controller. There were no alarms on the current system controller. The removed system controller was silenced.

Manufacturer narrative:
Corrected data: h6 codes corrected. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller alarmed as designed during an alarm hazard condition. There were no reported device issues with the pump.